Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On an unspecified date and time, the device was programmed for intermittent delivery of clindamycin 900mg, with a dose amount of 76ml, for a duration of 30 minutes, with an 8hr dose frequency, a 1ml kvo rate and a 270ml container size. On (B)(6) 2010 at an unspecified time, the delivery was started. On (B)(6) 2010 at an unspecified time after the 1100 dose was completed, the pt's daughter notified the home infusion nurse that the device was "making a squeaking noise and beeping." At that time, the daughter was instructed to change the batteries in the device. It was reported that the nurse reviewed with the pt's daughter and verified the programming. At an unspecified time between 1300 and 1400, the pt's daughter called the pharmacy and indicated that the device display indicated that the device was delivering at a rate of 26 ml/h instead of the expected 1ml/hr kvo rate. The customer contact reported that this time the delivery was stopped. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B)(4). The device history was downloaded at the manufacturing facility. A review of the history indicates that on (B)(6) 2010 at 1143, the device was programmed to delivery for intermittent delivery, with dose amount of 78ml, instead of the 76ml indicated by the customer, for a 30 minutes dose time, an 8hr dose frequency, for 3 doses, a kvo rate of 1ml/hr a 270ml container size, the keypad was locked. On (B)(6) 2010 between 0726 and 0758, the device was powered on, a new container is indicated and the kvo delivery was started and stopped. At 1048, the infusion was started. At 1237, the 1st dose was started. Between 1238 and 1249, the device indicated distal occlusion alarms and the delivery stopped, an 11ml delivered is indicated. Between 1250 and 1317, the infusion was started, the device indicated distal occlusion alarms, a start alarm, the delivery was started and stopped, and indicated 11.8 and 12 ml delivered, a start alarm is indicated. At 1319, the delivery is started. Between 1320 and 1447, the device indicated distal occlusion alarms, the silence key was pressed, the infusion was stopped with 17.3ml delivered, a start alarm is indicated and silenced. At 1421, the infusion is started and stopped indicating 18ml had been delivered. At 1444, the delivery was stopped, indicating 19.8ml had been delivered. Between 1445 and 1447, the delivery is started, a distal occlusion alarm is indicated and power loss alarm is indicated. At 1448, the device is powered on, using batteries, the infusion is started, and a distal occlusion alarm is indicated. At 1513, the history indicated dose 1 of 78ml is complete and there is distal occlusion alarm indicated. At 1756pm, infusion was stopped. At 1757pm, a check cassette alarm was indicated, silence key was pressed, and power loss alarm occurred. This report represents all the info known by the reporter upon query by hospira personnel.